Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as large, red, and inflamed wound. Additionally, the symptoms were exacerbated due to contact of gel from an electrode belt leak. The patient¿s nurse cleaned the area and provided wound care for the skin irritation. Follow up indicated that the skin irritation improved.